Event description:
Trans anal excision of a rectal polup - "when dr. (B)(6) inserted an 18 gauge aspiration needle into the gelpoint path what appears as a clear plastic cone (maybe part of the seal) was pushed into the pt. It had no negative effect on the product or the case and it was removed upon successful completion of the case." Pt status: "well".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.